Manufacturer narrative:
The device and lens were not returned. Only the carton with the extra label set and patient ID card were returned. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. There have been no other complaints reported in the lot number. A malfunction has not been indicated against the product. Information was provided that the physician did not suspect the lens caused the rupture. It was not confirmed the bag did rupture, it was only suspected. The surgeon decided to put in a sulcus lens as a precautionary measure. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the capsular bag was ruptured. The iol was replaced with another lens following the initial procedure. Additional information has been received stated that the physician did not suspect the lens caused the rupture. It was not confirmed the bag did rupture, it was only suspected. It was decided to put in a sulcus lens as a precautionary measure. No vitreous was detected.